Event description:
It was reported by the customer that there was a secondary infusion that was found to have infused ¿too quickly.¿ this was reported to a bd associate during a site visit as an issue that occurred at a separate facility. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there was a secondary infusion that was found to have infused ¿too quickly.¿ this was reported to a bd associate during a site visit as an issue that occurred at a separate facility. There was patient involvement but no harm.